Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification.  No correction is required. A single event of system error 341 was confirmed in the event history log (ehl).  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 341 (positional interrupt error). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.